Manufacturer narrative:
As requested by FDA e-mail on may 25, 2024, the intended purpose of this report is to correct the device information as provided in MDR # 3013429468-2023-00002 to be aligned with the gudid platform. The 510k reference number, device name, and device model submitted in MDR # 3013429468-2023-00002 weren't aligned with the information that appears in the gudid platform. The root cause for this misalignment is human error. This follow-up report has fixed the misaligned information provided in the previous report.

Event description:
The extension cable has exposed wires next to the connector.

Event description:
The extension cable has exposed wires next to the connector.

Manufacturer narrative:
The exposed wires indicate a repeated improper disconnection of the extension cable from the cdu by the user.